Event description:
The product was used during a hemicolectomy procedure. Reportedly, there was bowel leakage. The surgeon manually sutured to complete the procedure. The hospital has reported no pt injury occurred.